Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract three cardiac leads due to svc syndrome and one non-functional lead. The patient presented with a 7mm stenosis inferior to the azygos vein. Due to the complexity of this case the decision was made to perform a sternotomy prior to beginning the case to ensure quick access. The atrial and ventricular leads were prepped with cook liberator locking stylets. The cs lead was prepped using an lld ez. The physician used a cook dilator sheath up to the mid innominate vein on the atrial and ventricular leads. A 14f glidelight was then utilized; after 56 seconds of laser time it was evident that additional progress could not be made due to heavy fibrosis and lead on lead binding. The physician then opened an 11f tightrail which successful gained advancement to the level of the svc. After switching between the atrial and ventricular leads it was determined that the 11f tightrail would not progress. A 13f tightrail was then opened however had minimal effect on the lead on lead binding sites. The 14f glidelight was then used again successful passing the binding site. The bp then dropped and the surgeon scrubbed in to reveal an injury at the posterior aspect of the svc/innominate junction. The injury was repaired and all leads were removed. The patient survived the intervention.

Manufacturer narrative:
Section updated to include device and patient codes.